Event description:
It was reported that, during the implant, the right ventricular (rv) lead was initially placed in the mid-upper septum. The r-waves were measuring 9 mv. After a few minutes, the r-waves had dropped to 4 mv. The lead was then repositioned to the lower septum with r-waves at 12-15 mv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).